Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained right ventricular oversensing and myopotential oversensing were noted. No intervention was performed and the patient was stable and will be monitored.

Event description:
Additional information received revealed that the device was reprogrammed and the patient was in stable condition.